Manufacturer narrative:
H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The functional and visual inspection found an unglued air detector and dso seal was detached. The reported issue was resolved by gluing the air detector and replacing dso seal. The device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that the air sensor and dso (downstream occlusion) seal were both unattached and falling off, the event occurred during testing. There was no patient involvement.